Manufacturer narrative:
The sample was collected in a bd sst tube and was centrifuged at 3000 rpm for 4 minutes. Service was on site on (B)(4) 2011. The field service engineer performed a preventive maintenance. A definitive root cause for the event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive total beta hcg (tbhcg) results generated by unicel dxi 800 access immunoassay analyzer for one patient. The results were not reported out of the laboratory. The previous testing on the same sample produced negative results. The customer is not reporting patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.